Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported right side seroma. Device remains implanted.

Event description:
Patient representative reported six years after the implant, the patient started to feel pain on breasts, mostly on the right side. The right breast was also hardened, the size increased and could not sleep on the side [as reported] due to severe pain. Other damage patient presented was liquid leakage. The device has been explanted. The record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6b, h6.